Event description:
Additional information received reported that prior to coil non-detachment, no issues were encountered, and no pushwire damage was o bserved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of (B)(4), lot# b106242 ¿ damage location details: the axium prime coil was returned without its introducer sheath. The pusher appeared to be separated at break indicator with the release wire extending out; along with the ai, coupler tube, positive load indicator were missing and not returned. Therefore, any contributing factors could not be assessed. A break at this location is indicative that a manual detachment was attempted. As the actuator interface and coupler tube were not returned, any mechanical detachment attempts using an instant detacher cannot be confirmed. No bends or kinks were found with the axium prime pusher. The implant coil was already detached and returned for analysis. The coin was found to be present and pushed up against the lumen stop; with the shield coil stretched. The release wire pulled back and coin moved freely. No other anomalies were observed. ¿ testing/analysis: under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) inner diameter (ID) was measured to be within specification. The retainer ring was found ovalized and the inner diameter could not be measured due to the damage. ¿ conclusion: based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed as the pushwire was returned with the implant coil already detached. The pusher was returned broken at break indicator, indicative that a manual detachment was attempted. As the actuator interface and coupler tube was not returned, mechanical detachment attempts using an instant detacher could not be confirmed. Possible causes for non-detachment are: damaged pusher, coin jammed at lumen stop, intact twr crimps, coil shield wrapped around coil shell or proximal end of implant coil, or detachment stick bent or out of specification. The retainer ring was found damaged (ovalized and crushed). It is possible that this damage occurred due to patient vessel tortuosity or advancing/retracting the device against resistance. It is possible that the damage to the retainer ring contributed towards the non-detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding axium framing coil (fc) non-detachment. The patient was undergoing a procedure to treat an unruptured saccular right middle cerebral artery (mca) aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 2mm. Blood flow and vessel tortuosity were normal. It was reported that the devices were prepared as indicated in the instructions for use. After the coil was delivered, it could not be detached. The first instant detacher (ID) was tried twice without successful detachment so another ID was also tried twice but the coil still did not detach. It was noted that there was no feeling of pulling during the detachment attempts and the delivery pusher did not extend. Forceful manual detachment was attempted but the coil still did not detach so it was removed from the patient's body and another manufacturer's product was used to continue the surgery. There was no damage to the patient's health associated with the event. Ancillary devices: optimo 9f guide catheter, sl-10 microcatheter, synchro guidewire.

Manufacturer narrative:
Physician/initial reporter information was not reported due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.